Manufacturer narrative:
The device referenced in this report has not yet been returned to olympus for evaluation. The exact cause of the patient's outcome could not be conclusively determined at this time. If additional information becomes available at a later time, this report will be supplemented.

Event description:
Olympus was informed that during a diagnostic colonoscopy procedure using colonic irrigation, minor bleeding was observed on the patient's bowel tissue due to the strong pressure from the auxiliary water channel of the scope. The bleeding was controlled with manual flushing and stopped on its own. However, a bruise was observed at the bleeding site. The irrigation pressure was decreased and the intended procedure was completed with the same device. There was no additional injury noted at the site. No further information was provided.

Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation results. The device reference in this report was returned to olympus for evaluation. The evaluation found abnormal auxiliary water flow (fast) at the distal end side due to a clogged auxiliary water pipe (channel). The foreign material was unable to be removed from the auxiliary water channel, and the trapped material could not be identify. In addition, an olympus brush (bw-7l) was passed through the auxiliary pipe and restriction was experienced at the 40 mm mark of the bending section from the distal end side. The user's experience was most likely attributed to the clogged auxiliary water channel pipe. A review of the instrument history showed that the scope was sold to the user facility on (B)(6) 2013 and was last serviced on july 15, 2014. The reprocessing instruction manual warns users: "inspect all items for residual debris. Should any debris remain, repeat the entire cleaning procedure until all debris is removed."